Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported slda appears to be related to patient morphology/pathology. The reported tissue injury and unchanged mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the slda. Mr and tissue injury are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2026, a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on a patient with a posterior flail, fibrotic tissue, and an enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. However, after removing the steerable guide catheter from the patient, and during a control transesophageal echocardiogram (tee), tissue damage was observed and the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4+. No additional clips were implanted, and the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure.